Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery(rca). A 3.00x12 synergy ii drug-eluting stent was advanced to the lesion. However, after placing the stent in the rca, it was decided not to deploy the stent. When the device was removed, the stent was caught off on a non-bsc percutaneous valve and was dislodged next to that device in the rca. Another 3.00x12 synergy ii drug-eluting stent was advanced through the dislodged stent and smashed it against the rca wall and completed the procedure. No patient complications were reported and the patient's status was fine.